Event description:
It was that during a laparoscopic sigmoidectomy procedure, there was an unexpected resistance after the 1st firing. After the 1st firing, the device was removed from the patient and fired outside of the patient. As there was no problem at the firing, the device was fired on the blood vessel. Then, the jaws did not open. The doctor did not try to pull the trigger from the handle. The device was pulled out from the blood vessel carefully. Although a little damage on the target tissue was confirmed, another device was used to clip the damaged site and to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one malformed clip and one conforming clip were released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the advancer bypassed the clip; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; two pear shaped clips were released. It should be noted that an investigation was initiated to address the potential root cause of jaw opening issues. During this investigation advancer bypass was identified as one potential root cause; therefore, advancer bypass is being evaluated in this investigation. The remaining clips were conforming according to our manufacturing specifications and then it locked out as intended but the orange visual indicator did not show up completely. Please note the indicator wheel failure is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information:multiple request for return of device have been made but no device has been returned.